Manufacturer narrative:
The reported event of a protruding polyester thread and deformation upon deployment was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two sewing knots were protruding from the nitinol discs, one on each disc. However, the knots met dimensional specifications when analyzed at abbott. The sewing knots that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder and are a result of the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined but could have been caused by the use of a larger delivery system as the use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, the recommended sized delivery system for a 9-asd-008 is a 6frh6 medical device problem code: code 1506 removed.

Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer septal occluder was chosen for implantation into a atrial septal defect (asd) utilzing an amplatzer trevisio delivery system. When the delivery system was opened, the vise was observed to be loose so it was tightened. When the occluder was opened from the package, a dacron thread protruding from the device about 2-3mm in length was observed. The physician cut it off with a scissors and continued with the procedure. The device was advanced and attempted to be deployed, however the occluder formed a corbrahead deformation. The device was pulled back into the sheath and redeployment attempted, but the issue persisted. The device was removed from the patient where the deformation was observed to remain. A replacement 9mm amplatzer septal occluder (9-asd-009 8553338) was then implanted successfully. There were no reported adverse patient effects or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. No angulation or kink in the delivery system was observed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.